Manufacturer narrative:
This report is submitted on july 18, 2017.

Event description:
Per the clinic, the patient experienced non-auditory sensations and a performance decrement resulting in loss of benefit. Subsequently, the device was explanted on (B)(6) 2017. The patient was reimplanted with another cochlear device on (B)(6) 2017.